Event description:
Diagnosed with sleep apnea. Got a custom mouthguard for the sleep apnea for (B)(6) made by a dentist. Mouthguard caused a tmd issue that hadn't existed; jaw joint now hurt. Complained to dentist who returned half of the cost of the mouthguard. Now using a CPAP machine and it is working well. In trying to treat the tmd problem caused by the first mouthguard, was told by a new dentist it would cost (B)(6) for another mouthguard and (B)(6) for the treatment program. Local dentist.